Event description:
Problem with pneumatic nebulizer. The test did not pass and also pneumatic nebulizer does not work during ventilation. Sometimes it wakes up and starts to work but generally it does not work. Defective o2 mixer block assembly ((B)(4)).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Detailed complaint and failure description: "problem with pneumatic nebulizer. The test did not pass and also pneumatic nebulizer does not work during ventilation. Sometimes it wakes up and starts to work but generally it does not work. Defective o2 mixer block assembly (msp160556)." Nebulizer does not work properly. Ventilation continues. A defective nebulizer may lead to not enough medication delivered to patient with various critical consequenses. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
Nebulizer does not work properly.